Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 5f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, when the needle plunger was removed, there was no suture present (cuff miss). Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was taken. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.